Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling two cartridges. A new cartridge was successfully filled to address the issue. Blood glucose level was 154 mg/dl.